Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation surgery with implantation of an unknown saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant after a physical exam. As a result, the patient underwent removal and replacement on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received information that indicated the reported suspect device was not manufactured by mentor. It was reported as a non-mentor product, although, the specific manufacturer was not provided. This event no longer qualifies as MDR reportable. As such, no further investigation will take place and no further reports will be submitted. Manufacturer¿s reference number: (B)(4).